Manufacturer narrative:
Corrections: d2a, d2b, g4, h1. The investigation of the reported failure mode has been completed. No product was received for evaluation. High purge pressure: clinical details noted a brief high purge pressure alarm that clinical team thought was a kink. Data logs were reviewed and the logs showed a sudden purge pressure spike with drop in purge flow that resolved within 5 minutes. Purge flow ticks were also stalled at that time. The cause of the high purge pressure was due to a kink per clinical details and data log analysis. Product damage (purge tubing kink): clinical details noted that pump had a brief high purge pressure alarm occurred and clinical team suspected a kink. No additional clinical details were provided. Data logs were reviewed and showed a sudden purge pressure spike that resolved within 5 minutes consistent with a kink. The cause of the product damage (purge tubing kink) was due to a purge tubing kink based on returned data logs. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella rp flex had a brief high purge pressure alarm reviewed via impella connect. It appeared most likely to be a kink. It was advised that if it happened again and the purge flow remained below two milliliters per hour then a change in purge solution may be warranted. It was further reported that the impella rp flex was explanted as planned and after explant, a new hemostatic suture was placed followed by manual compression until adequate hemostasis was achieved. The patient survived.

Event description:
Additional information was received that the impella high purge pressure that was believed to be a kink was resolved by straightened the tubing. Additionally, it was reported that after the impella was explanted the new hemostatic suture that was placed was not due to bleeding. It was following best practices for impella site closure.